Event description:
The customer contacted stryker to report that their device shut off unexpectedly. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker received the device with batteries from 2018 & 2021. Stryker evaluated the customer's device and was unable to duplicate the reported issue. Stryker replaced the device's batteries as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.